Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician damaged blades were found due to normal wear. Device was repaired.

Event description:
Customer reported motor stopped in the middle of procedure. During service, technician found blocked motor, broken fins, and latch worn from use. The bearing was overheated and worn from use.